Manufacturer narrative:
The device history records for lot (B)(4) were reviewed, all required testing specifications were met prior to release, there were no abnormalities noted. Second radiesse lot used: 8071m0k1, lot (B)(4), exp date 10/01/2012, MFR date 10/2010. The device history records for lot (B)(4) were reviewed, all required testing specifications were met prior to release, there were no abnormalities noted.

Event description:
A nurse injector reported that a pt is experiencing swollen and red cheeks post radiesse injection; looks like "rug burns". There is no signs of infection and the pt does not have a fever. The pt received 2 lots of radiesse: (B)(4). On (B)(6) 2011, during consultation with the injector, she used topical blt pre-treatment. On (B)(6) 2011, the pt reported rug burn-like rash and slight oozing to his left submalar area. As treatment, he was given oral duricef, dose and frequency were not reported, in the event this was a (B)(6). Reviewed differential diagnosis, such as impetigo, herpetic outbreak, and localized irritation from the topical blt that was used. If there is drainage, it would be best to culture it to obtain a definitive diagnosis. Merz's medical (B)(6) reviewed the pt's photo and the initial consultation summary and provided the following: from the pt's photo, it appears that this is vascular compromise due to compression of the small dermal vessels. This is seen when a fair amount of radiesse is placed intradermally or in an area that is tight such as the nose. The vessels get "squeezed" and necrosis develops. It presents with erythema and pustules and varying degrees of skin breakdown. Mottling is not seen because there is no intravascular product just compression. Vinegar soaks and petrolatum dressing were recommended until re-epithelialized and then pdl treatment and fraxel non ablative if there is any texture change / scar. On (B)(6) 2011, (B)(6) staff reported the pt has improved; the affected area is well healed; there is only a very small pink area remaining in the affected space. The pt was seen by their medical director last week and diagnosed with cellulitis. No culture was taken for testing.